Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as sores on the back, but they are gone now. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient saw their physician, however treatment that was given is unclear. Follow up indicated that the skin irritation improved